Event description:
It was reported that during a lobectomy, the device became non-functional after a few firings. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4) = advancer bypass. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 3 conforming clips, one double feed and one malformed clip due to an advancer bypass. The instrument was disassembled and no anomalies were found with the internal components. A corrective action has been initiated to address the firing issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.